Event description:
It was reported that the patient presented in clinic for initial implant. During procedure, it was found that the new implantable cardioverter defibrillator (ICD) exhibited incorrect measurements, such as unspecified over-sensing, under-sensing and high pacing impedance. The ICD was not implanted and was replaced on 14 mar 2023. Patient condition was stable.

Manufacturer narrative:
The device was returned in one piece for analysis. The reported field event of sensing anomaly, capture anomaly, and high pacing impedance could not be confirmed. Telemetry, impedance, sensing, pacing, and high voltage output functions of the device were tested to be normal with no anomalies found.